Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer service provided information to reset the pump and assisted the caller in doing so. After resetting, the malfunction did not recur, and the customer could continue using the pump. The caller was instructed to contact customer service again if the issue reappeared and acknowledged the instructions.